Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs observed multiple ECG monitoring failures occurred and frequent ECG-related messages, including rapid cable ID changes and lead faults, suggesting intermittent connection was a factor. Inspection of the multifunction cable receptacle revealed signs of fretting, likely due to incomplete engagement or a compromised connection. The device passed full functional testing with no issues. The defib receptacle was replaced as a precaution. A new multipfunction cable was provided by zoll. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.